Event description:
Customer called to report a leak at the probe of the coulter hmx analyzer with autoloader. Customer reported that approximately 7 cubic centimeters spilled onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a leak at the probe of the instrument. The fse found that the pilot actuator of the probe was not opening properly on pinch valve pv21. This kept the normally open section restricted, causing the needle bellows to not drain completely between rinses. The fse replaced the actuator on pv21 to address the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the actuator of pv21. Not opening properly.

Manufacturer narrative:
(B)(4).